Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the medication within the device system was never gablofen. It was reportedly always lioresal. The patient's dose following the revision had been lowered from 574 mcg/day with flex dosing to 225 mcg/day with simple continuous dosing. The patient reportedly experienced withdrawal like symptoms and increased spasticity. They reportedly didn't know where the catheter leak was coming from and it was noted analysis was needed for that to be identified. As far as the device manufacturer representative and health care provider (hcp) could tell, it was leaking from the sutureless connector. According to the patient's mother, the patient was doing well with no issues. No further information was provided.

Event description:
It was reported that an unexpected droplet formed when the existing catheter was connected to the new pump, during a pump replacement surgery (see manufacturer report # 3004209178-2014-20888 for the event pertaining to the old pump). They felt that there was a leak at the connector. The catheter connector was replaced. According to the reporter, the patient was doing well on the day of this report. The catheter segment was to be returned. The pump was delivering gablofen. Follow-up is being conducted for additional information. If additional information is received, a follow-up report will be sent.